Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia with a cgm reading around 50 mg/dl while using a newly started ilet and dexcom g7, with noted cgm data gaps and unannounced meals. Symptoms included low blood glucose. Outcomes included self-treatment without need for third-party assistance or hospitalization. Investigation included review of device data sync and cgm data patterns, along with user education and referral for training. Investigation of this case revealed frequent cgm signal gaps and lack of meal announcements, which are consistent with user-use factors rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.